Event description:
It was reported that this lead was capped due to it was exhibiting impedance issues and noise. A fracture was suspected but not confirmed. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was capped due to a product performance issue. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only**. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this lead was capped due to it was exhibiting impedance issues and noise. A fracture was suspected but not confirmed. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.